Event description:
It was reported the patient's "temp wires worked good, but the permanent wires did not work at all." Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information received reported that the patient feels that his organs "jiggle" and it is "most uncomfortable." It was noted that the sensation lessons when stimulation was turned down but was still present. The patient stated that stimulation worked well during the trial and he even had relief for one day after the trial system was removed. The patient still has pain in his legs and low back. It was further reported that the health care provider (hcp) has taken two x-rays to assess lead placement and found that placement of the leads was good. The patient has been reprogrammed twice but still feels his organs "jiggle," especially with positional changes such as bending over. It was also reported that the patient has soreness around the area of the implanted device.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 3550-39, lot# n322855, implanted: (B)(6) 2012, product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).